Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl, which was treated with a manual injection. The customer stated that he changed the insertion site of the infusion set, but his blood glucose levels kept rising. He stated that in the morning, his blood glucose reading was over 400 mg/dl, which he treated with a manual injection as well. He advised that he had no issues with the infusion set insertion. He complained of thirst. He observed a bulge in the infusion set tubing during troubleshooting, which he described as a white spot. The insulin pump passed the high pressure test, and he was advised that the device was working as designed. Advised a complete infusion set, reservoir and insulin change. No bent infusion set cannula was observed. He stated that he would change the damaged infusion sets. He was advised the supplies would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.